Event description:
A customer contacted beckman coulter regarding an erroneous prostate specific antigen (psa) result from a single patient sample that was generated by the synchron lx I 725 instrument. Psa result of "<0.01ng/ml" failed the customer's delta check and per lab procedure should not have been reported out of the lab; however, it was reported out of the lab. The pathologist questioned the result because the patient has a diagnosis of prostate cancer and psa historical recovery was ">150ng/ml".on the same day, the patient's original sample was re-tested for psa and the result was ">150ng/ml". There was no report of change to patient treatment as a result of this event.

Manufacturer narrative:
Beckman coulter customer technical service (cts) asked the customer to run troubleshooting system check after the event which failed. It was determined that no wash buffer was getting to the main pipettor. Beckman coulter field service engineer (fse) was at the customer's lab for a different service on 06/06/06. During the fse visit, the customer mentioned having a precision valve motion error on the synchron lx I 725 instrument. The fse cleaned the precision and wash valves. The fse performed system check and primed the system without incident. After the fse had left, the customer noted depressed results. The fse returned to the lab and found that during the precision valve reassembling, the gasket was placed upside down. Incorrectly placed gasket is the root cause of this event. In addition, the customer did not follow the lab procedure and reported psa result which failed the customer's delta check.